Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no drops of insulin were observed to be exiting the infusion set tubing when delivering a bolus. The customer experienced an elevated blood glucose displayed as "high" (specific value was not provided). A correction injection was administered to address the bg. A supply change was performed to address the issue and insulin delivery was successfully resumed.